Event description:
It was reported the procedure was being performed on a (B)(6) yr/old pt weighing (B)(6) lbs in oncology. The catheter was placed on(B)(6) 2013. The pt returned to the hospital due to pain and an ultrasound showed a dvt. As a result, the catheter was removed.

Manufacturer narrative:
Manufacturer control no. (B)(4). The device will not be returned.